Event description:
The fluidics module cover of an echo instrument fell on a customer¿s hand during troubleshooting; the customer stated that she was not injured. The customer reported that the fluidics cover hinge is loose and will not remain in the locked position. The hinge does not appear to be damaged. No injuries have been reported.

Manufacturer narrative:
A service call was made. Checked fluidics cover and hinge. Instrument operating within specifications.